Event description:
Pt in the operating room for lung resection. A stapler was being used during the critical portion of the procedure. According to the surgeon: 1) two reloads were used. One reload did not fire. 2) surgical procedure was completed with suture where stapler did not fire.